Event description:
When using disposable ureteroscope, cook g60337, lot # ha25h081, a laser fiber was inserted and in use when there was a sudden audible sound accompanied by a visible spark. The device was noted to have significant bending at the handle-to-shaft connection point, and the laser fiber appeared compromised. The physician reported transient discomfort in the hand/wrist at the time of malfunction. No patient harm was identified or reported.